Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose levels of 26.3 mmol/l and the insulin pump received an alert about the auto mode. It was reported that the customer had consequences related to high blood glucose levels which was dry mouth. Troubleshooting was performed. The customer treated high blood glucose levels with insulin pump. Product is not expected to return for analysis.